Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 17 mg/dl: cause was unknown. Customer was treated with intravenous fluids and saline to address bg level. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer delivered a food bolus prior to the ER visit and control iq software was not in use. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.